Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a disconnection between the minicap transfer set and locking titanium adapter. It was further reported that leakage was also observed at the roller clamp. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.